Event description:
It was reported by service report that foot right siderail timing link is broken. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Other: timing link.